Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H.6 investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2262334. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was damaged causing leakage. The following information was provided by the initial reporter, translated from chinese to english: during the validity period, the indwelling needle is found to be damaged and seeps during use , and then replace the indwelling needle for the patient to indwell.